Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set infection at site area. The patient went to emergency room on (B)(6) 2024 for infection at site and there was increase in ketone value. The patient was admitted for 24 hours and was treated with intravenous and fluids of saline and insulin. The patient addressed the event with bolus via pump. The patient was released from hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6003244 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003244 was manufactured according to the work instruction (wi) version 106 and manufactured in the line 3, on 15/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires advanced medical intervention e.g., i.v. Antibiotics, surgical debridement or excision) and lot 6003244 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.